Event description:
Related manufacturer reference number: 2017865-2022-21736. It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular - rv and atrial leads were damaged. The rv and atrial leads were capped and replaced. The patient was in stable condition throughout the procedure.